Manufacturer narrative:
The device was received and evaluated. The received device had the cannula assembly deployed. The downloaded data showed that the device ran 46 first prime pulses and was deactivated at 56 pulses. No evidence was found that would result in the needle mechanism deploying late; a root cause for the reported event could not be determined. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin.the product was returned with a different lot number than was reported and noted on the initial MDR. Correction to d(4): lot number changed from unavailable to l44894. Expiration date changed from unavailable to 12/10/2020. Model no changed from 14810 to 19191. Correction to g(5): PMA/510(k) # changed from k122953 to k162296. Unique identifier (UDI) # changed from unavailable to (B)(4). Correction to h(4): device mfg date changed from unavailable to 6/10/2019.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed because no product lot number was reported. Mylife omnipod insulin management system ¿ user guide: model: ent450, 14518-5c-aw rev e 03/16. Using the pod 5 / page 53: warning: ¿check the infusion site after insertion to ensure that the cannula was properly inserted. You should check your blood glucose 1.5 to 2 hours after each pod change and check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result. Verify there is no wetness or scent of insulin, where as may indicate the cannula has dislodged.¿

Event description:
It was reported the needle deployed late; indicating a needle mechanism failure. The pod was not worn and no adverse patient impact was reported.